Manufacturer narrative:
Device not returned. It is unknown if the device is available for return and evaluation; however, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. For this patient, the most likely contributing factor could be age and gender. This aortic valve had been implanted when this male child was approximately 3 years 8 months. It was also noted this aortic valve had been implanted to the pulmonary position. No patient medical history has been made available. In this case, information regarding the explant of this pericardial valve was received through our implant patient registry process and attempts to get additional information or return of the device for evaluation have been unsuccessful. Therefore, the root cause for explant of this device remains indeterminable. However, in the event information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 19mm aortic bioprosthetic valve, implanted to the pulmonary position, and implanted approximately four (4) years and ten (10) months, was explanted and replaced with a 3300tfx 25mm. The reason for explant has not been made available and the device has not been returned for evaluation.